Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle was difficult to operate. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the customer is experiencing difficulties using pen needles bd nano 32g4mm. Verbatim: hello, I have been using bd nano 32gx4mm (5/32) grn for several months now. I have to give myself four insulin injections a day. I have been experiencing some issues with having bad needles in the boxes I have gotten.

Manufacturer narrative:
H.6. Investigation: no samples were returned as of (B)(6) 2020 therefore the investigation was performed based on the photo provided. One photo was provided, however, the photo did not capture the pen needle with the alleged issue. Since no samples nor relevant photos of the alleged issue were provided, the complaint could not be confirmed. Unable to perform a DHR review due to an unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Event description:
It was reported that unspecified bd¿ pen needle was difficult to operate. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported that the customer is experiencing difficulties using pen needles bd nano 32g4mm verbatim: hello, I have been using bd nano 32gx4mm(5/32) grn for several months now. I have to give myself four insulin injections a day. I have been experiencing some issues with having bad needles in the boxes I have gotten.